Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was inconsistent or poor sealing intraoperatively. There was patient injury and the patient was needed to be over-sewn using clips.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by. A visual inspection of the generators exterior found no obvious issues. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, there was inconsistent or poor sealing to the omentum of the patient. The patient needed over-sewing using clips to address the issue. No bleeding over 500cc was noted. No blood transfusion required. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.